Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 157 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.